Event description:
It was reported that the pt experienced coupling and or communication issues. An implantable neurostimulator overdischarge was suspected. It was several months since the battery has been charged, and the pt needed to have it recharged. Add'l info received reported that the pt used the antenna locate feature and was able to get a power-on-reset. The pt then started a normal charge. He had all 8 bars. It was later reported that the pt could not adjust stimulation. The display showed a "call your dr" icon. The pt experienced a power-on-reset condition. The condition was cleared. It was also reported that the pt experienced an overstimulation sensation in his legs when he tried to turn stimulation on after clearing the power-on-reset. It was later reported that stimulation was working.

Manufacturer narrative:
(B)(4).